Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, automatic mode switch, and fracture on the atrial (ra) lead. No changes or interventions were performed the lead will continue to be monitored. The patient was in stable condition.